Event description:
It was reported to philips that the system table and c-arm geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed after moving the patient to another room. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the logfile which showed an error message that communication with the geo-pc failed. The fse found that the geo-pc could not start up normally. The fse solved the issue by replacing the bios battery of the geo-pc. After the battery replacement and re-configuring the time, the system was returned to use in good working order. The codes were updated based on the investigation outcome.